Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm power supply cables, signal wires, fuses and pcb boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.